Event description:
It was reported that during a follow up this right ventricular (rv) lead displayed loss of capture and changes in the sensing r wave. A lead dislodgement was suspected. A revision took place and this lead was replaced. No additional adverse patient effects were reported. The lead will not be returned as it was retained by the customer.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during a follow up this right ventricular (rv) lead displayed loss of capture and changes in the sensing r wave. A lead dislodgement was suspected. A revision took place and this lead was replaced. No additional adverse patient effects were reported. The lead will not be returned as it was retained by the customer.